Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the housing. The flow sensors were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/02/18 phone call, 01/03/18 phone call, 01/04/18 phone call.

Event description:
The hospital reported that, during a case, a failure in ventilation was noted. There was no reported patient injury.